Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During follow-up, the patient presented with fatigue and pre-syncope. It was found that the device could not be interrogated and premature battery depletion was suspected. The device was explanted and replaced. The patient's condition was stable following the procedure.